Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that internal tests were failing on the drive section of the iabp. To fix the issue, the fse replaced the drive manifold to resolve the issue. The fse then completed a preventive maintenance on the iabp with full calibration, functional testing and safety checks to factory specifications, resulting in the iabp passing all functional and safety tests per factory specifications. The fse then returned the iabp to the customer and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) failed the 3rd test on the k6, k6a, k7, k8 leak test. The circumstances of the event are unknown; however, no patient involvement or adverse event was reported.